Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident the product will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display, missing segment or part of the screen is black when hit a button it fades out and goes completely blank noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads.